Event description:
It was reported that the paramedics were called due to the customer's low blood glucose of 34 mg/dl. The customer stated the low blood glucose was due to skipping a meal. The customer stated they were treated with a sugar paste. They declined troubleshooting, nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.